Event description:
The customer reported to olympus the device did not display an image during preparation for use. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The evaluation revealed: the camera has no image on screen. Fault found to be red wire solder joint on paddle has broken, causing image failure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that an image was not displayed due to poor solder joints on the connector board. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.